Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion due to high left ventricular (lv) output. No change was made to the device, and the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.